Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with four cartridge reloads present. Cartridge (b) k5eg0u, ecr60g was received fully fired and in good visual condition. Cartridge (c, d, e) k5e50a, ecr60b were received fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Please see user facility medwatch.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable.